Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer insulin pump did not turning on after insulin pump error alarm and also had battery failed alarm. Customer called back with blank display after receiving new battery cap. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the display was blank currently. Customer stated that they remove the battery and insert battery alarm display on the insulin pump screen. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer stated that the battery compartment were neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Customer stated that the display did not return after insulin pump restart. Customer stated that the insulin pump did not bumped or dropped or recently exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to verify pump error 53 or failed battery test, perform displacement test, self test, and current measurements due to display anomaly.